Event description:
It was reported that a spectrum pump was alarming excessively for upstream occlusion! These alarms are occurring in the neonatal intensive care unit (nicu), as well as other units within the hospital. The customer reported that the pumps alarm all the time for this error and are rarely true, so the nurses are ignoring them. It was further reported that there wsa no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, and evaluation will be completed and a supplemental report will be submitted.